Event description:
The initial report states that during a hysterectomy, the device locked on tissue. There was no patient injury. Upon receipt of the device, it was found that the knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). (B) (4). The incident device is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.